Event description:
It was reported by the customer that a pyxis medstation es system failed to turn on, produced burnt smell prior to it shut down. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, e3, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 07-nov-2022 to 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system was not turning on and produced a burning smell prior to its shutdown. A field service engineer isolated the drawers and found aux 4 having short circuit. The retractor cable was also broken. He replaced the drawer board, module board and retractor cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device

Manufacturer narrative:
Section b3: corrected date of event

Event description:
It was reported by the customer that a pyxis medstation es system failed to turn on, produced burnt smell prior to it shut down. During device inspection, a field service engineer found evidence of thermal damage on auxiliary drawer 4. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 4 failed due to metal plate of retractor cable touched the module board which created a short circuit. A field service engineer replaced the drawer board, module board and retractor cable to resolve. The system functioned as intended.